Event description:
It was reported that the balloon popped. The stenosed target lesion was located in the vessel of the arm. A 9.0 x40, 75cm gladiator elite balloon was selected for use in a procedure. However, it was noted that the balloon popped, and they could not bring it back into the sheath. The sheath and the balloon had to be removed as one and the procedure was completed by holding the pressure. No complications were reported and the patient was in good condition post-procedure.